Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that there was a kink in the outer coil on the tip of the safe-t-j amplatz extra-stiff support heparin coated wire guide. The core wire also appeared to be protruded. The tavi (transcatheter aortic valve implantation) procedure was by transfemoral approach, and it was completed with another device of the same lot. It was further noted that the distal weld connection was discovered to have separated from the coil and safety. The product problem did not result in any reported serious injuries to the patient.